Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01518. Results: blood was visible within the lightning housing and the device did not power on. The housing was opened and confirmed blood within the lighting unit. Conclusions: evaluation of the returned lightning unit was unable to confirm a system error because the system would not power on; therefore, the root cause of the system error could not be determined. Further evaluation revealed a leak within the housing and extensive fluid intrusion. If a strong positive pressure is applied to the tubing, a leak within the lightning unit may result. Fluid inside the lightning unit will likely result in system error and the unit will no longer be functional. Further evaluation revealed the p2 sensor was broken from the sensor board. This may have been due to blood corroding within the housing for an extended period prior to investigation. Penumbra lightnings are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow up MFR report and are being corrected on this follow-up #02 MFR report 3005168196-2020-01518. Please note that the following statement was added in section h. Box 10./11. Narrative/corrected data: section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliofemoral artery using lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, while removing the cat12 from the body for flushing, the lightning stopped working and the indicator light turned red. After unplugging the lightning unit and flushing with a 60cc syringe, the light turned green for a few seconds and then went back to red. The lightning reset button was pushed after ten minutes of troubleshooting; however, the issue was still unresolved. Therefore, the lightning was no longer used. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). There was no report of an adverse effect to the patient.